Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported through log file analysis that there were driveline power b faults on (B)(6) 2022 at 9:23:16. On (B)(6) 2022 at 9:29:39 the driveline was disconnected and the controller was exchanged. There were 250 emergency backup battery (ebb) usages, including many caused by disconnecting both power cables. The log file additionally displayed multiple strings of controller clock corrupt alarms due to the controller system clock not set (last set on (B)(6) 2022 at 10:39 am). Related manufacturer report number: 2916596-2022-10720.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms due to a dual disconnection of the power cables was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6) ) was returned for analysis and a log was submitted and downloaded for review. A review of the log files showed overlapping events spanning approximately 14 days ((B)(6) 2022 ¿ (B)(6) 2022, (B)(6) 2022 per timestamp). Events occurring on 10may2022 were recorded during testing at abbott labs. The fixed speed was set to 5800 rpm and the low speed limit (lsl) ranged from 5000 - 5600 rpm. Intermittent no external power alarms were active from (B)(6) 2022 at 08:24:30 ¿ (B)(6) 2022 at 06:25:18 due to a dual power cable disconnect from the mobile power unit. The alarms cleared once external power was restored to the system. Pump operation was not affected. The driveline was disconnected on (B)(6) 2022 at 09:29:39 for a system controller exchange. There were no other notable alarms active in the log file. The system controller was functionally tested and passed all testing without issue. Additional testing was performed with the returned modular cable. The controller was connected to the returned mod cable, a mock loop and system monitor and allowed to run for an extended period of time. The power cables and mod cable were manipulated by hand to no affect. The system operated as intended without any alarms or issues. A root cause for the reported events was unable to be conclusively determined through this investigation; however, these events appear to be due to user error due to a dual disconnection of the power cables. Incidental findings: all audio and visual signals were verified during preliminary testing; however, it was observed that the volume of the audio transducer was low. The controller was opened to inspect the internal components. Upon opening the controller, fluid ingress was found on the pcb of the controller and on the audio transducer of the controller. The power cables were cut open to inspect the underlying wires and fluid ingress was found coating the wires. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 13oct2020. Heartmate iii instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate iii patient handbook under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power alarms. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The system controller was exchanged by the rehabilitation center without making the hospital aware. The rehabilitation center was to be educated on not double disconnecting and not changing the system controller unless instructed by the ventricular assist device (vad) coordinator. The modular cable was also exchanged by the hospital for the initial driveline power b fault alarms.